Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device interrogation for the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead shock impedance measurement was greater than 200 ohms in triad configuration. Rv to can was 86 ohms while ra to can and ra to rv coil were 180 ohms. The vector was reprogrammed rv coil to can. It was noted that there were no out of range shock impedance measurements stored on the remote home monitoring system, so the in office measurement was the only out of range value noted. Boston scientific technical services (ts) discussed that the measurement could have been positional related. The physician was satisfied with the reprogramming and the patient will continue to be monitored. The ICD and rv lead remain in service and no adverse patient effects were reported.